Event description:
It was reported that during a coronary stent procedure, the stent dislodged during advancement. The undeployed stent was retrieved without incident. No patient injuries or complications were reported.